Event description:
A caller reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer was guided through a pump reset, which resolved the issue, and they successfully started a new sensor session.